Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the broken part was removed" mean:the suture broke and that broken part of suture was removed. Yes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was used to complete the procedure? What is the patient's present condition? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. While tightening the device on the appendix, the part attached to the thumb knot was broken. The broken part was removed. Additional information was requested.